Manufacturer narrative:
After clinical review of this file performed on 02/24/2020, it was decided to add codes gel bleed and remove rupture code to the right side to more accurately capture the reported event. In addition, it was erroneously omitted to report that there was a left breast mass. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/26/2020, during visual evaluation of the sample, creases were observed on the anterior view and extending to the posterior view. Leak testing was performed in accordance with mentor procedures and a tear measuring approximately 0.1 cm was found within the crease on the posterior view, causing a rupture. The evaluation determined that the rupture is consistent with a crease fold rupture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The FDA continues to believe that the weight of the currently available scientific evidence does not conclusively demonstrate an association between breast implants and connective tissue diseases the manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Reason for device explant and/or reoperation: rupture, autoimmune reaction, ptosis, capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 200cc and experienced bilateral breast ptosis, capsular contracture baker grade IV, autoimmune reaction: hypothyroidism, rheumatoid arthritis, distortion, hardening, joint pain, tenderness, inflammation around the capsule, and rupture. As a result, the patient had undergone removal without replacement on (B)(6) 2020. This medwatch is for the left breast implant.